Event description:
It was reported that the pump battery was depleting quickly. Review of the pump logs by tandem technical support indicated the pump was functioning as intended, however, the contact maintained that the pump did not function as intended. Customer continued to use the pump for insulin therapy. Customer's blood glucose (bg) was over 500 mg/dl. A manual insulin injection was used to address bg.